Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not tighten the tube enough and ¿fluid leaked from the connection¿. The patient was not hospitalized for the peritonitis event. The same day as event onset, the patient was treated with cefepime (1gm for 21 days, route and frequency not reported). Dianeal therapy was ongoing. At the time of this report, antibiotic therapy was ongoing and the patient was recovering from the event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.